Event description:
Physician reported hospitalization due to high blood glucose. The blood glucose reading is 444 mg/dl. Customer experiencing severe cramps and feeling tired. Customer stated that she ate syrup with breakfast. Hospital treating with manual injection and IV drip. During troubleshooting, time and date correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.